Event description:
Physician reported that this patient was having an increase in seizures. The patient believes she is on a brink of seizures at all times. The patient also indicated that she has had no stress or injuries. The patient is currently under medication. Full revision surgery is likely. The patient's diagnostics (system and normal mode) test were ok. The patient is currently set at low output current. No additional information is available. The cause of the increase in seizures is unknown at this time.